Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient woke and had a headache. The cgm was alarming for low; his cgm was 60 mg/dl. His wife was unable to check to perform a needle stick fast enough so she called 911. The paramedics tested his bg and it was 36 mg/dl. He was treated with dextrose and fluids via intravenous (IV) therapy but not transported to the hospital. His bg is over 250 mg/dl currently. At the time of contact, the patient was feeling well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.